Event description:
It was reported that a spectrum iq infusion pump displayed a white screen. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d4: unique identifier (UDI) #. H11: the device was received for evaluation. During functional testing, "screen white " was confirmed. Due to the irretrievable software version and ehl, it can be concluded that the white screen occurred at power up. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the input/output printed circuit board (I/o pcb). The I/o pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.